Event description:
Reporter noted six days post-op os cataract extraction and iol implant, additional procedure required to remove silver particles from pt's eye. Question if particle is from phaco handpiece.